Event description:
Additional information received on 10/23/2022 requesting to update the number of devices to 1.

Event description:
A full thickness burn (3rd stage) of rectangular shape and dimensions of approximately 2 x 1 cm located in the center of the right malar area appeared following lumecca 515 treatment. FDA safety report ID# (B)(4).